Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields are as follows: d4, h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (such as broken wires) due to use stress, external factors or handling, or by a failure of the mounted components (ic chips, capacitors, etc.) On the circuit board. This event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instruction manual evis lucera elite colorectal videoscope cf-hq290l/I operation chapter 3 preparation and inspection 3.8 inspection of functions in combination with related devices inspection of endoscopic images and for safe use handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full name of facility - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a e315 scope error. The issue occurred before the procedure. There were no reports of patient involvement.